Event description:
The report received from the affiliate indicated that the patient had a target lesion in the de novo, moderately calcified and moderately tortuous distal left circumflex. The lesion had 95% stenosis. A guiding catheter was engaged to coronary artery. A guidewire was inserted and it crossed the target lesion. Slight calcification was observed from the proximal portion of the target lesion towards the distal end of the vessel. The lesion was pre-dilated with a balloon, and then a 2.5 x 18mm cypher was being delivered to the lesion for implant, but the cypher would not cross the target lesion. Therefore, pre-dilation with the same balloon was conducted again, but the cypher would still not cross the target lesion. The physician retrieved the stent delivery system back into the guiding catheter and confirmed the stent to be flared. Then the physician decided to use a bare metal stent (bms). The bms was delivered without friction and implanted at the target lesion successfully. Coronary angiography (cag) was conducted and sufficient stent apposition was confirmed at the target lesion. The procedure was finished successfully. It was also noted that the proximal left circumflex was pre-dilated with a balloon and treated with a 3.0 x 13mm cypher, implanted at 18 atms. There was no reported patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.